Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix/lobe was distorted/bent. It was also noted that the defibrillator conductor was distorted, and there was blood in/on the helix/lobe mechanism. It was also visually noted that the lead was damaged at implant.

Event description:
It was reported that during an implant attempt the helix on the right ventricular (rv) lead would not extend. Another lead was implanted. No patient complications were reported as a result of this event.